Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that after clicking the issue items button no quantity was requested and no drawer opened. A technical support specialist found that the item was assigned to bins 01 06 and 01 09 in the cycle count screen but no drawers were enabled in the populate buttons screen preselect set to no. The customer confirmed that the drawers had previously been disabled and forgot to re enable. The customer enabled all drawers in the zone selection screen and successfully issued the item afterward. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medication. Witnessed that the customer selected the item and entered the quantity in the quick issue screen, but no quantity was requested to be issued after clicking the issue item(s) button. The customer reported that no drawer opened. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.